Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D6b: date of explant is unknown.

Event description:
Additional information received reports that the patient underwent a explant at a unknown date.

Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed as the lead was returned incomplete. Analysis of the returned lead found it was cut during the explant procedure and only the lead tails (two terminal end segments) were returned. Therefore, the lead model itself could not be verified as the stimulation end of the lead is needed to make positive identification.

Event description:
Manufacturer report number: 1627487-2021-19030. It was reported that patient was experiencing ineffective stimulation and pain at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.